Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report # 3005099803-2014-03005 pertains to the first resolution clip device, manufacturer report # 3005099803-2014-03006 pertains to the second resolution clip device, manufacturer report # 3005099803-2014-03007 pertains to the third resolution clip device, and manufacturer report #3005099803-2014-03008 pertains to the fourth resolution clip device. It was reported to boston scientific corporation that four resolution clip devices were used during a procedure on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. After manipulation, the clip successfully released from the catheter. The same issue occurred with the second, third, and fourth resolution clip devices. As the clips were able to release from the catheter after manipulation the procedure was completed with these devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The reported issue of clip difficult to release from catheter. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.